Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory confirmed the ICD was operating in safety mode. Visual inspection noted no anomalies. Extensive laboratory analysis was performed which isolated the device malfunction to a leaky bypass capacitor on a low voltage power supply. The capacitor is preserved and not destructively analyzed to understand the exact failure mechanism at the capacitor component level. During testing, a commanded shock was delivered which resulted in a shorted shock lead condition; this behavior is consistent with what was observed clinically and was concluded to be a secondary failure which occurred. Further ic level analysis confirmed that this failure mechanism was due to an electrical overstress event that occurred in the analog ic circuit. Final analysis confirmed that the leaky capacitor was the primary cause of the reversion to safety mode. Noisy signals and insulation damage were reported clinically. Because the associated lead was surgically abandoned, we cannot conclusively confirm this. However, it is likely that the leaky capacitor caused electrical overstress that ultimately resulted in a shorted lead condition during shock delivery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error code which resulted in this device going into safety mode after the patient received shock therapy. Noise as well as pacing inhibition which resulted in asystole for > 2 seconds was also noted upon device interrogation. The physician decided that a revision procedure was necessary. The patient was hospitalized for an urgent changeout procedure. Upon replacement, insulation damage was noted on the rv lead. This device was returned while the rv lead remained in the patient. No adverse patient effects were reported.